Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing complications. He is scheduled for a revision surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is now reported that the patient was revised due to pain and tibial loosening.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical product: tm cruciate retaining femur, catalog#: 42502806401, lot#: 62526330. Articular surface fixed bearing, catalog#: 42512000511, lot#: 62427628. Nexgen tm primary patella, catalog#: 00587806538, lot#: 62482836. Reported event was confirmed by review of revision operative notes. Pre- and post-op diagnosis: mechanical loosening, left tka, recalled zimmer persona tibial component. Tibial component was removed with minimal difficulty. Both pegs were loose. Fifty percent of the backside of the tibia appeared to have bone ingrowth and 50% fibrous ingrowth. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. FDA recall contains the related tibial lot number. The investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The root cause of this event is a design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.